Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, he has been hospitalized twice since receiving his insulin pump. The customer was hospitalized on (B)(6) 2016 and customer's blood glucose was 800 mg/dl at the time he was admitted. He was admitted for a couple of days. Customer was admitted for troubleshooting was partially performed as customer wasn't feeling well and declined further troubleshooting. Customer might call back to complete the rest of the troubleshooting at this time the customer is not returning the device for analysis.